Manufacturer narrative:
The reported complaint that the autopulse platform ((B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that could not be cleared was confirmed during functional testing and review of the archive. The root cause of the ua07 was the failure of both single point load cells. A review of the archive data showed multiple ua07 error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message, confirming the reported complaint. Both load cells were replaced to remedy the reported complaint. Subsequently, the platform passed the load cell characterization check without any fault or error. Following service, the platform passed the 15-minute run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
During a shift check, the autopulse platform ((B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that could not be cleared. The platform had been used the previous day on a full arrest without any issues. No patient involvement.